Manufacturer narrative:
Insulin pump received prime alarm during the basic occlusion test due to a protruded/loose drive support disk. A scratched lcd window, cracked display window, broken belt clip slot and cracked reservoir tube lip was also noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump kept alarming. The blood glucose reading was 73mg/dl. Troubleshooting was performed, and the drive support cap was sticking out. The customer was not pushing back in while connected. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.